Event description:
Per doctor's notes, "an 18 g biopince biopsy needle became "stuck" or lodged within a 17 g introducer needle during a biopsy of an abdominal mass. Both of the needles were removed from the patient and with some effort the 18 g needle was pulled from the introducer needle. The purpose of separating the needles was to recover the biopsy specimen. During separation of the needles, the biopsy needle punctured the skin of the anterior and distal left index finger of doctor. The puncture site was cleaned with alcohol and a bandage applied." (Lot # used during biopsy 11495979 & co-axial biopince11436651)